Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, ventricular noise episodes were observed. Programming change was made. The noise could not be reproduced with isometric testing. The patient¿s condition was stable.